Event description:
It was a problem with the implantable neurostimulator (ins). It was reported there was an elective replacement indicator (eri) message displayed. It was noted the message was displayed 2 days prior to report. It was reported it was unknown if the battery depletion was normal or premature. It was noted that the patient¿s program settings were unknown. Additional information received reported the device was reprogrammed on (B)(6) 2014 for energy conservation purposes. It was noted reprogramming included rate reduction. It was reported the battery voltage was ~2.625v. It was noted both lead impedances were normal. It was further reported no device malfunctions were seen however the likely date for implantable pulse generator (ipg) replacement is (B)(6) 2014. It was noted that the patient currently has adequate paresthesia. Additional information received reported the patient¿s device was replaced on (B)(6) 2014 and will be returned to the manufacturer. Additional information received reported that after device replacement the patient is receiving effective therapy and is ¿very happy¿. It was noted the device will be returned to the manufacturer. It was reported further reported the device was explanted 27 days after being implanted. It was reported the battery depletion was not normal. It was noted the device was replaced and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The ins is electrically okay, however, it has reached a normal eri condition. A longevity estimate was done based on the programmed settings that the ins had when it was received for analysis and an estimate was done based on the upper limit settings that the ins had when received for analysis. At the upper limit settings, the estimate was 0 months to eri and 0.96 months to eos. At the programmed settings, the estimate was 11.98 months to eri and 14.98 months to eos. It was reported that on (B)(6) 2014 (one week before explant) the ins was reprogrammed for energy conservation purposes. The settings that the ins had prior to this date are unknown, but suggest that they were higher than what the ins had when received for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental submitted for additional information received regarding device evaluation. A longevity estimate was received based on the programmed parameters from the clinician printout on (B)(6) 2014. Program 1 at 7.2v, 40 hz and 450 pw was estimated for 3.25 months for elective replacement indicator (eri) and 6.25 months for end of service (eos). Program 2 at 4.9v, 40 hz and 450 pw and the cycling program yielded the same results. It was noted a second estimate was performed at the upper limit (10v) and for programs 1, 2 and cycling at 10v 130 hz, 450 pw yielded results of 0 months for eri and 0.84 months for eos. It was noted that the patient was able to adjust the amplitude and rate within the limits 4.9v and 7.2v and according to the report from the implantable neurostimulator (ins) the battery reached eri in 24 days.